Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a tha, a surgeon noticed some white powder on the insert when a nurse opened the tyvek sheet. A spare was used instead.

Manufacturer narrative:
An event regarding foreign substance on the trident liner was reported. The reported event was not confirmed for the implant, but could be confirmed for the internal packaging. Method & results: -device evaluation and results: visual inspection could not confirm any foreign substance on the implant. Material transfer from the tyvek lid to the inner blister plastic lid subcomponent was observed. -medical records received and evaluation: not performed as no patient involvement was received. -device history review: there were no reported discrepancies. -complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that the tyvek lid likely stuck to the plastic lid of the inner blister. The tyvek lids were not returned for evaluation.

Event description:
It was reported that during a tha, a surgeon noticed some white powder on the insert when a nurse opened the tyvek sheet. A spare was used instead.